Manufacturer narrative:
The reported complaint was confirmed by the user' facility technician. The thermogard console serial number (B)(4) did not power on when the button was pressed. The technician found a blown thermal fuse and determined that it was the root cause. The blown fuse was replaced to remedy the reported issue. The technician confirms that the console functioned properly and was placed for therapy use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse serial number (B)(4).

Manufacturer narrative:
Zoll has not received the product for investigation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
As reported, the thermogard xp ivtm system ((B)(4)) will not power on when the button was pressed. No patient involvement.